Manufacturer narrative:
The customer reported that the remote network station (rns or remote monitoring system) is only able to view devices from .40 segment section. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. PMA/510k: device bla number.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) is only able to view devices from .40 segment section.